Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the reservoir was attached to a drain. At the hospital, the reservoir's negative pressure did not work and the reservoir did not drain. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Actual device was returned for evaluation. Exit port was inspected to identify any damage and port was in good condition. Cap was connected to the port and it was in good condition, cap could be removed only by applying force and it did not detach easily. Y-connector ports were inspected to identify any damage, ports were in good condition. All components are in place and in good condition. During sample evaluation, it was verified that the plate was able to be opened and closed without any issue.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.